Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta un.fem hd 40mm r40 16/18; cat # 6519-1-040; lot # 83475503. Uni adaptor sleeve v40 ti; cat # 6519-t-100; lot # 80345701. Tridentii tritanium cluster56f; cat # 702-04-56f; lot # 81045901a. Size 7 accolade ii 127 deg; cat # 6721-0737; lot # 80367004. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Revised a head and liner in an I&d due to infection. Update 29/september/2021: right hip. Rep provided primary and revision usage sheets and confirmed that no further information will be released by the hospital or surgeon.